Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device had pieces of plastic fallen off around reservoir compartment. The customer stated that they tape to keep it in place. The customer was that we would send out replacement and return envelope.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.